Event description:
It was reported that the device shutdown unexpectedly. There was patient involvement but the impact is not known.

Manufacturer narrative:
Omit: a141204 - pumping stopped (1503), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: relevant tests/laboratory data, device available for eval, returned to manufacturer on, concomitant med prod data, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, g, b, c and d grids, manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device evaluated by bd.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device shutdown unexpectedly. There was patient involvement but the impact is not known.